Event description:
The user facility reported that the door on the reliance 444 washer closed on the operator's thumb. The operator wrapped her thumb with a wash cloth, applied ice and went to the facility's e.r. The operator had a small cut above her thumb nail and the thumb nail was discolored. She was later diagnosed with a fractured thumb. The operator has returned to work and remains on light work duties. No procedural delays or cancellations reported.

Manufacturer narrative:
The technician stated that he was onsite during the reported event due a service call on the unit. The technician wanted to run a test cycle after he completed repairs and asked the operator if they had any instruments to run with the test cycle. The technician stated that the unit was not placed back into service and the operator proceeded to load the instruments into the washer. The operator attempted to raise the door for the test cycle and the door came down contacting the operator's thumb. The steris service technician inspected the unit and found the door on the washer to be closed and the door cable on the right side was separated. The technician repaired the unit, ran a test cycle and confirmed it to be operational.

Event description:
The user facility reported that the employee has returned to normal work duties and is fine with no sustaining injuries.